Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR #600089-2006-01269it was reported that 133 days post index procedure, the patient experienced a target vessel reintervention. The index procedure treated a de novo, ostial portion of the proximal rca. The lesion was 3.2mm in width and 5mm in length. The vessel was 90% stenosed. The physician direct stented the lesion with a 3 x12 mm taxus liberte stent, along with a 3 x 8mm taxus liberte stent. There was overlap of the stents. The physician stated he used 2 stents in order to increase stability, since the ostial lesion was quite fibrous. Residual stenosis post implant was 0% and the patient was discharged one day later on plavix and aspirin. On day 133, the patient presented with slowly increasing angina, but no pain at rest. The patient underwent a tvr for in-stent and edge restenosis. The vessel was 95% restenosed. Percutaneous coronary intervention was performed, and a taxus liberte stent was deployed. Residual stenosis was 0% post treatment. The event was considered resolved. In the opinion of the physician, there was a definite relationship between the taxus stent and the tvr. This product is only ous approved, but is similar to a marketed us device.